Manufacturer narrative:
Visual, functional, dimensional, and material analysis inspections could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. During a follow up communication, the representative reported the instruments no longer work as intended and best described them as jammed. It was reported that the instruments broke during an extreme deformity procedure. Therefore, the most likely root cause of the reported event is related to procedural factors due to the patient's condition. H3 other text : device not returned to stryker.

Event description:
It was reported that during an extreme neuro muscular deformity case, two everest xt rod reducers were broken. Procedure was completed by using alternative instruments. No adverse consequences or medical intervention were reported. This report is for the first of two rod reducers.

Event description:
It was reported that during an extreme neuro muscular deformity case, two everest xt rod reducers were broken. Procedure was completed by using alternative instruments. No adverse consequences or medical intervention were reported. This report is for the first of two rod reducers.